Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The display adaptor was reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 sys left monitor went blank during a case. The 9800 sys had to be rebooted and the procedure was completed. No pt injury was reported.